Event description:
It was reported that when the fio2 was set to 100%, the ventilator was not delivering the required fio2. Unknown patient involvement, awaiting customer response.

Manufacturer narrative:
Identification #: (B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. G4: PMA/510(k) # - the device is a similar device marketed in foreign countries and is not marketed under the 510k. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.